Event description:
It was reported that during hospital use of a ventilator, there was a false low oxygen alarm. Additional information received indicated that this issue was possibly because the patient was hooked up to an empty oxygen tank. No patient injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. The ventilator was received with a cracked bezel, large knobs, housing around the battery holder, and a bent panel. Functional testing was performed by connecting the device to an oxygen source and powering on the ventilator. The reported problem was confirmed. The gas supply indicator was intermittent. The cause of the problem was due to loose screws from a damaged front panel and gas supply indicator. The damage was caused by user interface. The problem was resolved by replacing the front panel and gas supply indicator. In addition, the cracked case and housing was replaced along with the damaged battery holder, light emitting diode (led) printed circuit board (pcb) set, front panel, variable relief valve and demand valve body. The check valve and assembly were upgraded, a service kit was installed and preventive maintenance was performed. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).